Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pwd was experiencing a line blocked alarm (not related to an ICU med device), which was resolved by changing the infusion site and resuming insulin delivery. Upon changing the site, a small amount of blood was observed. The pwd requested a replacement since the site had only been in place for one day. The pwd does not have the infusion site available for return. A replacement was processed. There was no patient injury.